Manufacturer narrative:
Philips service replaced hdd sas and cr2032 battery, reinstalled software, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that workstation os failed to boot; hdd and bios battery issues on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.